Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change and fill tubing process, the user pushed approximately 15 units without observing drops, received an unable to proceed alert, replaced the cartridge, encountered a second unable to proceed alert, performed a successful dry run, then repeated the supply change with all new supplies and achieved success; the event is consistent with an occlusion or flow obstruction during fill tubing involving the cartridge and connector components (cartridge lot 35100, connector lot 34945). Symptoms included no drug delivery during the fill step. Outcomes included temporary interruption of therapy that was resolved after replacing all supplies. Investigation included guided troubleshooting, a dry run verification of pump function, and repeat setup with new consumables. Investigation of this case revealed that the pump functioned as expected during dry run and that the issue resolved with new cartridge and connector, supporting a consumable-related flow issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion or setup issue related to consumables during fill tubing.